Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, it was noticed that the drain of the external ventriculostomy drain (evd) was leaking at the connection site near the collection bag. When the product was changed out, it was discovered that the connection had a broken piece. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.